Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: the patient underwent the following procedures: l4-5 posterior non segmental instrumentation, l4-5 anterior lumbar interbody fusion through a lateral retroperitoneal exposure, placement of intervertebral biomechanical prosthetic device l4-5, bmp graft, local morselized allograft , stereotactic spinal surgical technique to treat the following pre-op diagnosis: lumbar degenerative disk disease l4-5. Operative notes:"....a final cage size of 10 by 18 x 55 mm was chosen and filled with bmp allograft and morselized autograft..." The patient was then rolled supine onto a recovery room bed where he was awakened and extubated without difficulty. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.